Event description:
Boston scientific received information that during a follow up high thresholds and a loss of capture was noted. Further analysis and a fluoroscopy revealed that this right ventricular lead was fractured between the distal tip and anode portion of the lead. A new lead was implanted. No adverse patient effects were reported following the procedure. The lead will not be returned as it was capped/abandoned during the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.